Event description:
Customer reported the securement clamp broke off the track that allows it to slide side-to-side for et tube repositioning. No patient harm reported. The device was changed. The patient was reported to be out of the ICU setting at the time of this report.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. No broken parts were found but the catch was missing from the et tube holder assembly. The catch is firmly connected to the et tube holder and is very hard to break. The manufacturing site reports that power choice had carried out the catch sliding (sampling check) for each lot produced. There were no lots rejected in house due to the same issue as reported by the complainant. Based on the investigation performed, it was determined that the defect occurred due to user error or the device was not handled as per IFU.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the securement clamp broke off the track that allows it to slide side-to-side for et tube repositioning. No patient harm reported. The device was changed. The patient was reported to be out of the ICU setting at the time of this report.